Event description:
Edwards received notification that after an implant duration of (fifteen) 15 days of this elite valve model 8300ab21 implanted in the aortic position, reintervention was needed to add three (3) stitches from the native annulus to the ring of the prosthesis valve, in order to repair a tear in the native ring that was causing a severe aortic paravalvular leak (pvl) not present post-implant. The patient was still in hospital at the time of the reported event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The most likely cause is procedural factors, including tear in the native ring.